Event description:
It was reported that patient experienced intermittent increased spasticity and increased cpk (creatine phosphokinase) levels. Per the reporter, the patient may be having periodic kinking or occlusion occurring with his 8709 catheter. Event began to occur in (B)(6) 2012 and lasted 1/2 day to 1 1/2 days. No diagnostic studies were performed as of the date of the report. Troubleshooting options were being considered. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Pump and catheter returned to analysis. Analysis of the pump revealed underinfusion at max rate only with an undetermined root cause. The pump failed dispense accuracy testing (max rate dispense test which is testing carried out at 24,000 up/day for 3 pump head revolutions). Additional testing revealed an issue with the motor. The motor has been handed off for more analysis; the results of which were not available at the time of this report. A follow-up report will be sent when analysis is completed. Analysis of the catheter revealed a user related hole in the catheter body. Coring-tears-cuts in seal, possibly caused occlusion and not misalignment were also noted in the catheter/sc connector.

Event description:
Additional information: the patient's physician stated that the patient was not getting therapeutic efficacy and was experiencing periodic withdrawal and underdose. The patient's symptoms included increased spasticity, tachycardia, and rigidity. The pump and catheter were replaced (B)(6) 2012 because it was unclear where the issue was. The patient status as of the date of this report was no injury and no adverse event. It was unclear whether lioresal or gablofen was the drug being used in the pump.

Event description:
Additional information: it was reported that the patient experienced periodic withdrawal and increased cpk to 1000. The patient was hospitalized. The cause of the event was due to an unknown issue with the catheter. An x-ray was performed with results being "fine." The periodic loss of baclofen effect was still being evaluated at the time of the report. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. 8835 personal therapy manager: serial # (B)(4). (B)(4).